Event description:
It was reported that the patient dislocated right hip after surgery at home.

Event description:
It was reported that the patient dislocated right hip after surgery at home.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation involving an accolade stem was reported. The reported dislocation does not allege a failure with the accolade stem. The area of dislocation is between the liner and head. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.